Event description:
It was reported that during (B)(6) 2020 the patient saw the physician and reported that he was experiencing some failure with device inflation. When he returned to see the physician on (B)(6) 2020, the device had now completely failed. Revision surgery has been booked for (B)(6) 2021.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the inflation issues and fluid loss were confirmed. Product analysis was able to confirm the reported event. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. Under the microscope, it was observed that the pump strain relief was worn; however, no leaks were present. The pump passed all tests performed. The ams700 cylinders were visually inspected, leak tested and microscopically examined. Both cylinders had a fold that indicated possible buckling of the cylinders in the proximal cylinder body and in the cylinder body. Both cylinders had excess air between the inner and outer tubes when inflated with a syringe; bulging was present. Cylinder 1 had a leak at a fold in the proximal cylinder body. Both cylinders were not pressure tested due to the bulge that was identified. The ams700 flat reservoir was visually inspected, leak tested and microscopically examined. The reservoir had wear at a fold in the reservoir shell; no leak was found in the reservoir shell. This wear would not affect the functionality of the device. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen because the reported event was confirmed through investigation.

Event description:
It was reported that during (B)(6) 2020 the patient saw the physician and reported that he was experiencing some failure with device inflation. When he returned to see the physician on (B)(6) 2020, the device had now completely failed. The device now only inflates about 50-60%, and not enough fluid enters the cylinders for the device to reach the distal glans. The device seems to have lost fluid. The device therefore cannot be used. The patient had the device removed.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during (B)(6) 2020 the patient saw the physician and reported that he was experiencing some failure with device inflation. When he returned to see the physician on (B)(6) 2020, the device had now completely failed. The device now only inflates about 50-60%, and not enough fluid enters the cylinders for the device to reach the distal glans. The device seems to have lost fluid. The device therefore cannot be used. The revision surgery was rebooked for (B)(6) 2021.